Event description:
It was reported that this unit was generating suboptimal ice. This icefx cryoablation console was called in for field service, as the unit did not generate sufficient ice during the last case (visualized on imaging). It was noted that the argon tank was fully opened, the initial needles were moved to another channel unsuccessfully, and new needles were used that also generated smaller than expected ice balls. The procedure was completed successfully, as the patient treatment was noted as adequate to cover the targeted area. No patient complications were reported.

Event description:
It was reported that this unit was generating suboptimal ice. This icefx cryoablation console was called in for field service, as the unit did not generate sufficient ice during the last case (visualized on imaging). It was noted that the argon tank was fully opened, the initial needles were moved to another channel unsuccessfully, and new needles were used that also generated smaller than expected ice balls. The procedure was completed successfully, as the patient treatment was noted as adequate to cover the targeted area. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: this icefx cryoablation console was returned to round lake for analysis. The system was currently due for preventative maintenance which will replace all the gas drying elements. Visual observation noted cracks in the console bottom (shipping container for the return was not damaged) and some non-standard labels and scuffed paint. The unit was connected to the dual tank adapter and a single gas cylinder, and then tested per the icefx functional check in room temperature water. The lowest temperature indication was less than -140 degrees celsius that occurred about 1.5 minutes into each freeze, and the ice balls appeared to be normal size. The log files were reviewed, and no errors were noted during the last three months (used sept, oct, and nov of 2022). All test indications were normal; thus, the allegation that the system was creating suboptimal sized ice balls was not able to be confirmed.